Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. The power management graph was in specification, however multiple pump error 25 (power error detected) alarms were present in the format history file due to an intermittent non-sleep anomaly software error. Unexpected pump error 63 (variable 3) alarmed during selftest due to poor solder joints on u1 of keypad assembly. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture and peeling end cap address label. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had power error detected on insulin pump. The customer¿s blood glucose level was unknown. Troubleshoot was performed for power error detected. The insulin pump will be returned for analysis.